Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer stated that she was experiencing no delivery alarms prior to admission. The customer was also vomiting. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.